Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available. H3 other text : the device was not returned for evaluation.

Event description:
While impacting the tibia baseplate, the blue plastic piece ( pn 160177 lot 12231214 ) broke in 3 pieces. Also, I need a new 3x9 poly as the poly broke while extracting.